Manufacturer narrative:
Spacelabs has launched an investigation into this event and will file a supplemental report when the investigation is completed.

Event description:
Spacelabs received an additional report that on (B)(6) 2017, the displays at the central station on the sixth floor went blank while monitoring telemetry patients. Powering down the central monitors and reconnecting the displays restored the display when powered back on. No injuries were reported as a result of this event.

Manufacturer narrative:
The spacelabs¿ field service engineer conducted an on-site investigation. Findings revealed several display cables on the xhibit central station to be pulled tight and would easily become disconnected. Rearranging of the display cables and incorporation of usb extensions resolved the issue. There was no device malfunction. This report is complete and this particular issue is considered closed.